Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow, ok, and contrast buttons were unresponsive to button presses during testing. During investigation, the up arrow, down arrow, and contrast button key contacts were observed to be misaligned. It was observed that the contrast button key contact was inverted. The up arrow, down arrow, and ok button key contacts became inverted with button presses, and do not spring back as expected. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad button has been slow to respond for the past several months, and is now intermittently unresponsive. She noted that the down arrow keypad button also requires excessive force to obtain a response. The pt stated that she is visually impaired, and cannot determine if there is physical damage to the rubber keypad or not. She reported that the keypad buttons click and spring back as expected. The pt stated that the pump is exposed to water when swimming; denied that the pump is exposed to cleaning products; and stated that she wears the pump in various places with a clip.